Event description:
It was reported that during a laparoscopic nephrectomy procedure a piece of the device fell into pt, but was retrieved. Another device was used to complete the case with no pt consequence.